Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: one (1) actual device was received for evaluation; the other two (2) samples were not received and therefore, could not be evaluated. A visual inspection of the sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of three (3) integrated apd sets w/cassette which resulted in leaks; described as there was a ¿hole in the tubing¿ which ¿caused the solution to leak on the floor through the tubes¿. This occurred during preparation of the devices for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.